Event description:
It was reported to medtronic minimed that the customer experienced a crack on the battery chamber, the lcd screen was also damaged only can see half a screen and the battery cap came off and missing. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed, and the issue was not resolved. No harm requiring medical intervention was reported. Product return was requested for mmt-1880. The customer will discontinue using the device, and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
After battery installation unit gave an unexpected partial display with horizontal lines on display due to cracked lcd glass. Unable to perform self test due to display anomaly. Test unit p-cap / reservoir locked properly in place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, cracked case on the battery tube side, cracked case corner of belt clip rails, broken battery tube threads, label damage(peeling/faded/stained), and cracked glass. Unable to verify battery cap damage due to pump received without original battery cap. Attest cap was used for analysis. Alleged missing segments/partial display confirmed due to cracked lcd glass. Alleged cosmetic damage confirmed where cracked glass, cracked case on the battery tube side, cracked case corner of belt clip rails, and broken battery tube threads were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.